Manufacturer narrative:
Event date ¿ correction ¿ inadvertently did not put the date of surgery in the initial MDR submitted

Manufacturer narrative:
Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had an infection and had a superficial washout of the wound. There was no removal of device. Additional information was later received that the patient was taken back to surgery and had full explant of both battery and lead due to pseudomonas. The device history record's of the generator and lead were reviewed. The generator and lead passed final quality and functional specifications prior to release. Both products were sterilized prior to being distributed. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received date.